Manufacturer narrative:
Two pictures were received for evaluation from the user. From the pictures, no anomalies or discrepancies could be seen on the product. Other analysis: a review of the manufacturing process for p/n 21-7302-24 l/n 4019429 was conducted by quality engineer on 31/jul/2020, in order to verify that there are no situations or practices that could create the event as described in complaint description section. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp requirements and shm procedures: accuracy test was reviewed in three (3) units, in order to verify that no alarms were activated; no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were detected. Mitigation: production performs a 100% in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of (3) parts at shift start-up, beginning of every job; at least every (5) hours. Quality takes a sample of 15 units at an interval of two (2) hours +/-30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Quality verifies that the accuracy test is been correctly performed.

Event description:
Information was received indicating that a smiths medical disposable was thought to be causing the pump to beep. It is believed that the beeping is related to the disposable lines or cassettes as they occurred with one batch and not the other. In addition, some kinks were found in the line and it looked like the tubing at the top of the cassettes were crooked. The issue was resolved by using a different batch of cassettes and lines. There were no reported adverse events.